Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a history/settings (time/date issue) issue. The pump reportedly was an hour behind and the am was set to pm. The pump reportedly emitted an "exceeds limit" warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/18/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a timekeeping accuracy test was performed; the pump was keeping time accurately.the battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery found to be leaking. Black box verifies ¿exceeds tdd¿ warnings on (B)(6) 2007 between 9:29pm and 11:12pm. A manual time change observed in black box from (B)(4) 2007 11:19 to (B)(6) 2013 10:20am. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.